Event description:
It was reported via repair work order that the bed had phantom motion from the head right side rail due to a malfunctioned siderail pcb. It was further reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.